Event description:
Boston scientific received information that during a routine follow up, the right ventricular (rv) lead implanted with this cardiac resynchronization therapy defibrillator (crt-d), exhibited out of range impedance measurements. The pocket was opened and the rv lead was removed and reinserted into the header which resolved the issue. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.